Event description:
Philips received a complaint on the intellivue mp30 indicating that the monitor continued to show very high non-invasive blood pressure (nibp) values. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined that nibp was out of calibration. After successive calibration attempts, the module displayed nibp values outside the margins. Based on the information available and the testing conducted, the cause of the reported problem is that nibp was out of calibration. The reported problem was confirmed. The mp30 is obsolete, so it has been scrapped. It was replaced by an x2 module, and the system continued to function. Section d the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).